Event description:
It was reported that the patient experienced a controller fault alarm over the weekend which promoted a controller exchange. The controller faults resolved with the controller exchange and the cause of the faults were not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was identified to be a backup battery fault alarm which was confirmed via the log file review. The log file spanned approximately 8 hrs ((B)(6) 2022 from 08:36 to 15:33 per the timestamp). A backup battery fault alarm activated on (B)(6) 2022 at 15:11 due to a load test failure. The backup battery failed the load test due to the unloaded voltage being lower than the expected when compared to the loaded voltage. The alarm remained active through the end of the log file. The driveline was disconnected on (B)(6) 2022 at 15:30 for a controller exchange. No other notable alarm was observed. The returned hm3 system controller, serial (B)(4), was functionally tested and passed all steps without any issue. The controller connected to a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. Per provided information, exchanging the controller resolved the issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information was provided. The manufacturer is closing the file on this event.